Event description:
Rptr was implanted with pedicle screws in their spine. Shortly after the screw broke. Rptr has had moderate to severe pain since that surgery and many other problems including the discs above and below that fusion. More surgery was done but without significant improvement in pain level.